Manufacturer narrative:
Concomitant medical products: bag access spike clave; bag spike adapter. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is (B)(6) policy not to provide patient information.

Event description:
It was reported that the IV pump alarmed infusion complete for chemotherapy taxol with total volume of 595ml. It was noted that the intended rate of infusion was 180-190ml/hr and was programmed using guardrails drug library. When the nurse attended to the patient, it was found that 100ml of the medication was still left in the bag. The remaining volume was eventually infused until the bag was dry. There was no patient harm.

Event description:
It was reported that the IV pump alarmed infusion complete for chemotherapy taxol with total volume of 595ml. It was noted that the intended rate of infusion was 180-190ml/hr and was programmed using guardrails drug library. When the nurse attended to the patient, it was found that 100ml of the medication was still left in the bag. The remaining volume was eventually infused until the bag was dry. There was no patient harm.

Manufacturer narrative:
Cont'd from d.11: spiros adapter: the customer¿s report that medication was still left in the bag after pump alarmed infusion complete was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no alarms or any other issues. Results indicate that the device is within specification and the primary set infused at the correct rate. Dimensional analysis was performed and found the primary and secondary set¿s tubing measured to be within specification(s). The root cause of the reported medication still left in the bag was not determined.